Manufacturer narrative:
Sex: patient's gender was unclear since both (male/female) were provided.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the intero tibeal artery. After a v18 guidewire passed through, a 3.0mm x 100mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling sl balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 15mm proximal of the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the intero tibeal artery. After a v18 guidewire passed through, a 3.0mm x 100mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no complications reported and the patient's status was stable. It was further reported that the lesion was 40-50% stenosed, non- tortuous and moderately calcified. The balloon ruptured during the first inflation.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the intero tibeal artery. After a v18 guidewire passed through, a 3.0mm x 100mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no complications reported and the patient's status was stable. It was further reported that the lesion was 40-50% stenosed, non- tortuous and moderately calcified. The balloon ruptured during the first inflation.